Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. There was no adverse event since the fragment was retrieved laparoscopically during the same da vinci surgical procedure and no additional medical intervention was required. However, this complaint is being reported because a fragment from the harmonic ace curved shears insert accessory broke off and fell into the patient.

Event description:
It was reported that within 10 to 15 minutes of starting a da vinci surgical procedure, it was noted that the white blade of the harmonic ace insert instrument melted during the procedure. On (B)(4) 2014, intuitive surgical, inc. Contacted the initial reporter of this complaint. The initial reporter confirmed that a fragment from the harmonic ace curved shears insert accessory broke off and fell into the patient. The fragment was retrieved laparoscopically during the same da vinci surgical procedure. No additional medical intervention was required to retrieve the fragment. The planned surgical procedure was completed. The patient has not returned to the hospital due to experiencing any post surgical complications as a result of the melting event and/ or the fragment falling into the patient. There was no adverse event, harm or injury to the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument had teflon pad damage. The white padding was separated down the middle into two pieces. Both parts were still attached to the insert, insert displays, char marks and debris. The teflon pad damage may have been likely due to mishandling/misuse.